Event description:
It was reported that during the implant procedure when the physician started to slit the catheter, the hub and part of the proximal catheter totally separated and detached from the remaining body of the catheter. The physician was required to cut away the remaining catheter with iris scissors. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. Visual analysis of the lead indicated damage during use. The analyst noted that the slitter was not returned, therefore brand and condition are unknown. Stress cracking (due to spiral slitting) was visible on shaft; shaft separated at 1.3cm from handle. Only a partial catheter was returned. If information is provided in the future, a supplemental report will be issued.